Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ needle bent when inserting it into the insulin cartridge, and broke in half when attempting to straighten it out afterward. The following information was provided by the initial reporter: customer reported that upon attempting to insert the needle into the cartridge to load insulin, the needle bent. When he attempted to straighten the needle out, it broke in half.

Event description:
It was reported that the unspecified bd¿ needle bent when inserting it into the insulin cartridge, and broke in half when attempting to straighten it out afterward. The following information was provided by the initial reporter: customer reported that upon attempting to insert the needle into the cartridge to load insulin, the needle bent. When he attempted to straighten the needle out, it broke in half.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause is undetermined.